Event description:
It was reported that the customer was receiving a no delivery alarm while bolusing. The customer's blood glucose reading was 92 mg/dl. Troubleshooting was performed. Determined that the device was delivering the correct amount of insulin. Ran a fixed prime and the insulin did exit. Reviewed the bolus history and found that the last bolus was on (B)(6) 2012. The next day, the nurse called back and stated that the insulin pump was not recording the boluses. Advised if a bolus is delivered it should be recorded in the bolus history. Then the mother called and also stated that the insulin pump was not recording the boluses and was alarming no delivery. Ran a normal bolus of 0.2 units, and the insulin was delivered, but it was not recorded in the bolus history. It was stated that the customer bolused during lunch time, and it did not register that either. Advised that the customer should revert to back up plan. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.